Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a safety syringe. The customer reports the incident happened at the (B)(6). The customer reported while attempting to transfer a positive blood culture specimen from a culture bottle to a media plate, the laboratory technician stuck herself with the needle of the syringe. According to the customer, the plastic shield would not lock into place and upon attempting to dispense blood onto the plate, the syringe piston was stuck. Additional pressure was applied to the syringe piston in an effort to dispense the blood onto the plate. The plastic shield moved and caused the needle to pierce through her glove and into the middle finger of her left hand. The tech washed her hands thoroughly and also went to the emergency department for additional cleansing.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring has made multiple attempts to retrieve additional information. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.